Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The patient experienced ¿ICD electrical storm.¿ the article reports that the storm was ¿successfully¿ treated with surgery. The ICD appears to be still in use. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of yet. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿subxiphoid approach to epicardial implantation of implantable cardioverter defibrillators in children.¿ pace pacing clin. Electrophysiol. August 1 2013;36(8):926-930. Product ID: 6935 implantable tachy lead. (B)(4).